Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced extrusion, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to vaginal discharge, spotting and mesh extrusion. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, intexen, and lynx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.